Event description:
It was reported that during a ptca / stenting treatment procedure, deflation difficulties were encountered. The maverick2 monorail balloon was inflated to 10 atms on the initial inflation, but then deflated slowly. The physician waited for the balloon to deflate without intervention, then removed it from the pt's body. The maverick2 monorail balloon was being used to predilate the lesion for placement of another manufacturer's stent. The lesion being treated was a 90% stenotic lesion in a tortuous mid - lad coronary artery. The pt was asymptomatic during this event. The procedure was successfully completed. Pt status is reported as "good".